Event description:
Using according to the surgical technique, the surgeon was inserting the screw and once he put pressure on the driver the screw locked at a 30 degree angle. There was a spare instrument in the case. Surgery was completed. Surgery time did not extend more than 10 minutes due to the incident. Additional anesthesia was not administered due to the incident.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.